Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest blood glucose of 344 mg/dl for approximately 3 hours, with device alerts for high glucose and no interruption to insulin delivery; the user was guided through a set change and had no leaks, detachment, or alarms noted. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no assistance required, no back-up therapy used, and no ketone testing performed; the user reported recent steroid use. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction identified during troubleshooting. It was concluded that the cause of the hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.